Event description:
Provider states joystick will not turn off properly. Chair continues to run even though it has been turned off. User was injured as a result. The end-user says she went to release joystick and the chair kept traveling forward and caused her to crash into a wall. She didn't not report any medical intervention, but did have major bruising on legs.

Manufacturer narrative:
.